Event description:
The device was reprogrammed to resolve the issue. Related manufacturer report number: 2938836-2017-32713.

Event description:
The device was reprogrammed to resolve the issue. Related manufacturer report number: 2938836-2017-32713.